Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional coronary angioplasty procedure. Reportedly, while taking device out, the whole suture came out without knot being formed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the final report: an undeployed device was received. Follow-up with the account confirmed that this device was not the initially reported device. The returned proglide was not used and was dropped on the floor prior to use. Returned device analysis identified blood in and on the device consistent with advancement into the patient anatomy. A kink in the sheath distal to the guide was also noted. No additional information was provided.

Manufacturer narrative:
The additional proglide device referenced in b5 is captured under a separate medwatch report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication for a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D10, h3: device not returning.